Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 35 mg/dl. Customer was treated with food. Customer was using auto mode. Customer had blood glucose level of 159 and 189 mg/dl. Customer alleges insulin pump was over delivering due to she took a bolus and the blood glucose dropped to 30 mg/dl. Customer stated that the insulin pump had multiple insulin pump error alarm and get shut off. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No over delivery anomalies noted. Pump error 3 and pump error 54 found in the pump history due to software error. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly.